Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleaks and aneurysm expansion.

Event description:
On (B)(6) 2009, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. The preoperative aneurysm diameter measured 71mm.on (B)(6) 2009, the patient was discharged in good condition. On (B)(6) 2009, no endoleak was identified. The aneurysm diameter measured 69mm.on (B)(6) 2010, a type ii endoleak originating from an intercostal artery. The aneurysm diameter increased to 75mm.on (B)(6), 2011, one year follow-up images showed the persistent type ii endoleak and a type iii endoleak from the device junction. On (B)(6) 2011, a gore® tag® thoracic endoprosthesis was implanted to treat the type iii endoleak. On (B)(6) 2011, coil embolization was performed to treat the type ii endoleak. On (B)(6) 2012, follow-up images showed the resolution of the type ii endoleak and the persistent type iii endoleak which was left to be monitored.